Event description:
During evaluation of the returned device, an overfill situation was discovered. The home patient (hp) had an ultrafiltration (uf) reading of 1272 ml during drain 2 of the therapy started in 2008. This uf reading indicates that the pt drained 1272 ml more than the last volume infused. The programmed fill volume for this hp is 2500 ml. The total drain volume for this drain cycle was 3772 ml. During follow up with the home patient's nurse, it was noted that this pt was having difficulty accepting his full fill volume due to complications from chronic obstructive pulmonary disease (copd) as well as congestive heart failure. This pt has difficulty breathing even when not filled with peritoneal dialysis solution. According to the nurse, the pt is resistant to treatment for these issues. The nurse changed the pt's prescription and removed the day fill cycle. Being empty during the day seemed to be helping the pt symptoms. The nurse informed that this patient would likely have to be put on hemodialysis (approx two months later). The patient has since been put on hemodialysis (ten days later) and is no longer performing peritoneal dialysis therapy.

Manufacturer narrative:
The homechoice machine was received and evaluated. Three simulated patient therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed, and the fluid volume delivered to and removed from the simulated pt for each exchange and was within design specifications. The pneumatic system was monitored. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history for this particular homechoice device revealed that the previous swap was not related to this reported difficulty. No failure or malfunction of the device was identified that would have caused or contributed to the reported difficulty. The most probable cause of this overfill was determined to be insufficient drain / false empty detect and the last manual drain not used and / or insufficient drain / multiple cycles advance to fill when a slow or no flow condition occurred above the minimum drain volume threshold. The homechoice machine was routed to the service area.